Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, severe scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported the insulin pump has a scratch on the screen. Customer is still able to read the screen but visibility is not clear. Blood glucose value is 146 mg/dl. Nothing further reported.